Event description:
Terumo medical corporation received the following reported information: during use on the patient, the end of the glidewire detached. A snare was used for retrieval, and the patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: lead nurse. G4: 510(k) number: k955801, k170417. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.